Manufacturer narrative:
Product event summary: manufacturer¿s analysis confirmed the customer comment that the programmer had a screen support defect. It was also found that the display screen was out-of-calibration. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer, originally returned due to a defective screen support, subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.